Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. It was also noted that there was a ram chip memory error. We did receive performance data collected from the device and have analyzed the data. 1 - por (power on reset) for write to locked ram, address=15ae, data=3c on (B)(6) 2010 05:27:52. 1 - patient alert for por on (B)(6) 2010 05:27:52.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 - por (power on reset) for write to locked ram, address=15ae, data=3c on (B)(6) 2010 05:27:52. 1 - patient alert for por on (B)(6) 2010 05:27:52.

Event description:
It was reported that the device had an electrical reset. It was further reported that the device was explanted due to elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had an electrical reset. The device is still in use. No patient complications have been reported as a result of this event.